Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient started having back discomfort when the stimulator was on around (B)(6) 2014. The patient would have to turn the stimulator off to get relief. The discomfort had been gradually getting worse since (B)(6) 2015. The patient had been feeling a burning sensation and felt like it was the left lead. The patient saw her physician on 2015-(B)(6). The physician indicated that they removed the unit and sent it for testing. The cause was not determined and it was unknown if it was device related. The patient recovered without permanent impairment. If additional information is obtained, a follow up report will be sent.